Manufacturer narrative:
Philips service replaced the geo module wp kit and fvpc, and restored the device to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to turn on on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.